Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation and atypical flutter, a farawave catheter was selected for use. Use of the catheter to treat atypical flutter constituted off-label use of the catheter. The farawave packaging was opened by scrub technician. As the scrub technician was about to prepare the catheter, the physician approached the table and saw white powdery substance on catheter handle. The catheter was then replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.